Event description:
It was reported that the pt had high lead impedance on diagnostic testing. Pt also reports a recent increase in seizures and falls associated with seizures. X-rays were received and reviewed by the manufacturer. Upon review, it was found that there was a gross fracture in the lead that was causing the high impedance. Pt underwent full revision surgery on (B) (6) 2009. Per the physician, the fracture in the lead was observed during this surgery. The physician believes that the pt's falls may have contributed to the lead break, but this is not certain. Attempts for further information have been unsuccessful to date. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results - review of x-rays by the manufacturer revealed a gross lead discontinuity. Conclusions - device failure occurred.